Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user had not started the ilet and was awaiting prefilled cartridges; during contact, the user¿s blood glucose was reported at 400 mg/dl and education was provided that shipped cartridges could be filled to begin use until prefilled cartridges arrive. Symptoms included hyperglycemia. Outcomes included no reported injury, hospitalization, or medical intervention beyond standard self-treatment. Investigation included attempts to obtain a blood glucose questionnaire and provide troubleshooting and education. Investigation of this case revealed insufficient information to identify a device malfunction or component issue and no confirmed device performance problem. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.